Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor screen was frozen on the main lifevest screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (monitor does not start properly) has been confirmed. As received, the monitor would not power on correctly. The cause of the monitor not powering on properly was unable to be positively determined. A root cause investigation is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the improperly powering on monitor. The pt received a replacement monitor.